Event description:
One day post implant, low sensed r wave and two shocks were observed in the morning. The lead was repositioned due to perforation. In the afternoon, the lead perforated again. The lead was repositioned.